Manufacturer narrative:
510k: this report is for an unknown prodisc-c implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code (B)(4) -no code available used to capture required intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a prodisc-c implant on unknown date at unknown level. On unknown date, patient suffered a fall, which resulted in the device moving anterior. Patient was returned to surgery on (B)(6) 2018 where the hardware was removed and patient was revised to a fusion. This report is for one (1) unknown prodisc-c implant. This is report 1 of 1 for (B)(4).

Event description:
Procedure was completed successfully with no delay. Patient outcome was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.